Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis, with culture positive for pasteurella, coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. The cause of the peritonitis was reported to be the patient's cat. However, the treatment was not reported. Pd therapy was ongoing. The patient was recovering from the event. The nurse reported the peritonitis event was unrelated to baxter products. On (B)(6) 2013, product surveillance spoke with the peritoneal dialysis nurse regarding the reported event. The following information was obtained. On an unreported date, while the patient was setting up to perform pd therapy, the patient left the homechoice device unattended during priming and the patient's cat bit the cassette line. There was no leak as a result of this incident, however, the nurse clarified the cause of peritonitis was the cat biting the cassette line. The patient was treated with an unspecified antibiotic therapy, which was ongoing. On an unreported date, retraining was performed and the patient was instructed not to allow pets in the room while setting up or performing pd therapy.

Manufacturer narrative:
(B)(4). A sample was requested, but was not available. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on information provided by the nurse, and root cause was determined to be from the patient leaving the homechoice device unattended during priming and the patient's cat biting the cassette line. This is a use error that will cause damage to the patient line and cause peritonitis. Per the baxter u.s. Patient at-home guide, patients are instructed not to perform therapy in the same room as pets or animals.